Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing over. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders not crossing over. A technical support specialist (tss) logged into the server and ran downtime queries, identifying a one-hour time mismatch between server and station. Connected to station, corrected the time zone from est to utc, and aligned it with the server. Rebooted both stations and verified time synchronization. Validated orders and found initial order cancelled; requested new order details. Customer confirmed partial resolution, with one station working and others pending verification, so the case remained open. Upon recurrence, identified delayed order crossing due to time mismatch and reviewed logs and order details, confirming patient discharge and need for new orders. Attempts to contact the customer were unsuccessful. Final validation confirmed pyxis-related issues were resolved, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.